Event description:
The customer reported that the system displayed an 'input signal error'. This will result in the loss of the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller and display adapter boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.